Manufacturer narrative:
The investigation determined that the calibration and qc were acceptable. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable high elecsys troponin t hs assay results for 1 patient sample tested on a cobas 8000 e 801 module. The initial troponin t result was 58.3 pg/ml and the repeat result was 4.69 pg/ml. The repeat result was deemed to be correct. No questionable results were reported outside of the laboratory. The troponin t reagent lot number was 37069501 with an expiration date of 31-mar-2020.